Manufacturer narrative:
(B)(4). Date sent: 2/24/2025 d4: batch # y7052u investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was returned with no damage. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining thirteen (13) clips as intended. However, the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components of the device had it was disassembled. Upon disassembling, the latch post was found to be broken which suggest that a lockout premature occurred and leading the incident reported. Possible cause of the found condition may be that during the activation of the trigger it was not completely released to home position when the next firing sequence was initiated. In order to avoid this kind of issue please note that the instrument should be fully squeezed on each firing. A ¿click¿ is heard and until you touch plastic trigger to plastic handle (plastic to plastic). Fully release the trigger after firing. A second ¿click¿ should be heard indicating the instrument is ready for the next firing. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the first clips formed as intended, then there was a malformed clip and finally the clip applicator blocked and wasn't forming any clips. No patient consequences reported.